Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 8-nov-2022, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring a chest tube and hospitalization. The cause of the complication is unknown.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The physician did not believe the ion system caused the pneumothorax, but that it was a standard risk of the procedure and that the pneumothorax would have likely occurred via another modality. The procedure was completed. The patient experienced shortness of breath and a pneumothorax was identified post-procedurally in the pacu via x-ray. Tools used included a brush and radial probe with 2 passes. The initial size of the pneumothorax was unknown, but the physician determined that placing a chest tube was necessary. The pneumothorax did not increase over time after the chest tube was placed. The size of the lesion was 1.0 mm and it was located in the right upper lobe. The distance of the lesion to the pleura was 17 mm. The patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.